Event description:
On (B)(4) 2013 medical liaison reported the patient has an infection at the insertion site of his infusion set and needed to go to urgent care. Liaison stated she was notified of the concern by the patient's trainer. Liaison reported she was notified of the customer's injury on (B)(6) 2013 and reported it on (B)(4) 2013. Liaison stated the patient was taken to urgent care on (B)(6) 2013 and received treatment for an infection. On follow up call the patient reported after using the infusion set for 2 days, he had two infusion sites that became infected. Patient stated the infusion sites were swollen, red, sore, and had a hard lump. Patient reported the infusion sites were on the side of his stomach area. Patient stated he went to a urgent care center on (B)(6) 2013 where he was administered an antibiotic drip for one hour and also prescribe the same antibiotic as a pill to take twice every 6 hours after he left. Patient reported he returned to the center the next day and the infections were much better. Patient stated he was taken off of that antibiotic and prescribed a different one which he is still currently taking. Patient reported he center told him that the result of the culture came back and is (B)(6). Patient stated he is more prone to infections due to a low white blood cell count. Patient reported he is now inserting his infusion headsets into his arm and has had no further concerns. Patient discarded the alleged infusion sets. No product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated.

Manufacturer narrative:
Patient discarded the infusion set.